Event description:
The patient contacted nephron pharmaceuticals corporation regarding a product complaint of a loose washer on (B)(6) 2013, associated with the use of the ez breathe atomizer. The patient reported that a silver circular ring feel from the atomizer into his mouth while using the product. He did not experience any harm. During a follow-up phone call on (B)(6) 2013, the patient reported that the washer rolled through the mouthpiece and landed on his tongue. The malfunction was reported due to the potential complications from the ingestion of a foreign object. The patient is a male with a past medical history that is significant for asthma. No other information concerning concomitant drug therapy, allergies, smoking history and demographic factors were available. An adverse event was not reported in association with this product complaint. The investigated product for the enclosed medical device report is listed among the implicated lots for nationwide recall initiated by the manufacturer health and life, co., ltd, on may 08, 2013. The class 1 recall (z-1371-2013, z-1373-2013) was initiated after nephron pharmaceuticals corporation, the importer, became aware of increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial number ranges are: (B)(4).